Manufacturer narrative:
Age at time of event: patient is 18 years or older. Initial reporter address: (B)(6). Device evaluated by MFR: promus premier ous mr 38 x 3.00 stent delivery system catheter was returned for analysis and the following attributes were examined: examination of the stent identified stent damage. Stent struts in the proximal and distal regions were lifted from the crimped stent position. The undamaged stent outer diameter was measured the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. An examination of the tip found no tip damage. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 15-apr 2021. It was reported that crossing difficulties occurred. Vascular access was obtained via the femoral artery. The 60-70% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex artery (lcx). A 38 x 3.00 promus premier drug-eluting stent was advanced for treatment but failed to cross the lesion. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable. However, returned device analysis revealed stent damage.